Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the power supply ps1 was only outputting 4.66vdc. Contacts were cleaned out, and voltage adjusted to specification. The imaging system then passed the system checkout, and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that when turning the system, the site was having issues with the radiation portion of the system showing a red x and blinking on the pendant. The site had rebooted the system a few times unable to pass the initialization process. The system was powered down and unplugged from the wall for 2-3 min. Site was able to power on the system and they were able to initialize. Then they noted when taking scout shots that they were unable to get the 2d and 3d options to go as the system had showed that the radiation was an x again. They cycled through the 2d and 3d option on the pendant and were able to take a 3d image. There was no known impact on patient outcome. Length of surgical delay is unknown at this time. On 2020-oct-13, additional information received. There was a reported delay of less than one hour. It was reported that there was a 5 minutes delay. Cause was traced to the ps1 only outputting 4.66 vdc. Voltage was adjusted to specification and system passed checkout.